Manufacturer narrative:
This report is submitted on february 13, 2019.

Event description:
Per the clinic, the patient underwent revision surgery on january 7, 2019 to secure the implant to the bone bed.